Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed that there was moisture in the display. The battery compartment was cracked. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board. Unrelated to the original complaint, the display was dim and discolored. The returned battery cap had stripped threads. A test cap was used for investigation.